Manufacturer narrative:
The device was discarded at the user facility, thus a returned product analysis could not be conducted. The root cause of the event could not be determined. .

Event description:
Same case as MFR# 6000093-2007-01573. It was reported that during a ptca of a svg, the patient developed cardiac tamponade and later expired. The vessel was dilated with a 3.5x30mm quantum maverick balloon catheter. Following balloon inflation, the patient complained of back pain and right arm discomfort. Repeat angiograph showed a distal perforation of the vein graft in the vicinity of the tip of the filterwire, distal to the site of balloon dilation. It is believed that the balloon "watermelon seeded" distally during inflation, thereby pushing the filterwire distally. The patient developed cardiac tamponade despite the use of a covered stent and a pericardiocentesis. The patient was intubated, iabp was inserted, and CPR started. The patient cardioverted twice and pericardiocentesis was done. The patient was sent for surgery two hours after perforation was discovered. Approx two hours later the patient died before the surgery could be performed. The documented cause of death was cardiac tamponade, aorto-coronary vein graft perforation, aorto-coronary vein graft stenting, stenosis of vein graft from prior coronary bypass".